Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6) center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The arthroplasty was revised due to tibial loosening and massive tibial bone loss. The components were implanted in situ for 7.5 yrs. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 10, three months prior to revision surgery and maximum score of 10.

Manufacturer narrative:
An event regarding loosening involving an scorpio baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "revision of a previous second revision seven years post-implantation is not unexpected as a result of compromised bone stock after three previous surgeries. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this last revision." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "revision of a previous second revision seven years post-implantation is not unexpected as a result of compromised bone stock after three previous surgeries. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this last revision." No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to tibial loosening and massive tibial bone loss. The components were implanted in situ for 7.5 yrs. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 10, three months prior to revision surgery and maximum score of 10.